Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the system onsite and replaced the replaced the lcd monitor and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure one of the monitors was blinking. The other monitors attached to the navigation system were working fine. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative noted when inspecting the system at the site that the monitor had been connected via dvi cable instead of optic fiber.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the digital visual interface (dvi) would search for a signal but no display would appear. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.